Event description:
Dr (B)(6), surgeon at the clinic, reported to (B)(4), sales technical assistant, that "a revision surgery is scheduled on (B)(6) 2012 to extract a abgii modular implants."

Manufacturer narrative:
A visual inspection was performed as part of the material analysis. The report concluded: the neck to stem trunnion of the modular neck exhibited indications of micro-motion and corrosion indicating a mechanically assisted corrosion process taking place. The surface most affected was the medial side of the neck to stem trunnion. The neck to head trunnion exhibited evidence of a pitting corrosion process. The base alloy of the neck was found to be a cr-co-mo alloy consistent with an astm f1537 alloy 3 material. No material or manufacturing defects were observed on the device features examined. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.